Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor's cannula broke. The customer¿s blood glucose was 140 mg/dl at the time of the incident. Customer reported that during sensor insertion when he pulled the serter straight up the sensor¿s cannula broke. Troubleshooting was performed. The sensor will not be returned for analysis.